Event description:
Per the clinic, the patient experienced a reverse polarity of the magnet post an MRI ((B)(6) unknown). The magnet was replaced. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on march 24, 2022.